Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked insulin and that the customer was unable to deliver a quick bolus while the screen was locked. Customer's blood glucose level was 119 mg/dl. Reportedly, the customer changed the cartridge and was able to deliver a quick bolus while the screen was unlocked. In addition, it was reported that resistance was felt when filling the multiple cartridges during the load sequence. Customer changed the needle and cartridge to resolve the issue.